Event description:
It was reported that there was particulate matter on a homechoice automated pd set with cassette. The was described as ¿a fine hair was found on the heater line cap". This occurred while the patient was training for automated peritoneal dialysis (apd) therapy. As a result, the dianeal bag and cassette were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, twelve (12) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The samples were intact and free of defects. Functional tests were not performed on the retention samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.